Event description:
Patient had suture repair of left thumb collateral ligament on (B)(6) 2024 - several 3-0 tycron sutures were placed in a figure of eight pattern to repair the ligament and the skin was closed. He presented with scabbing and drainage from the healed surgical incision.